Event description:
New information received notes that the noise issue was discovered during a follow-up in clinic. The right atrial (ra) lead was noted to exhibit noise oversensing. The ra lead was successfully repositioned on (B)(6) 2025. There were no patient consequences following the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.